Event description:
It was reported that the irrigation thread is warping and the plastic is stripping when the adapter is screwed on.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed based on probable root cause. Probable root cause for the reported failure involving this device could have been caused by: 1. Material/design error, 2. Manufacturing/assembly error, 3. Improper cleaning/sterilization, 4. Excessive user force, 5. Severe shipping conditions. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the irrigation thread is warping and the plastic is stripping when the adapter is screwed on.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.